Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During device preparation, the mitraclip bottom flush port was broken while connecting the 3-way stopcock. The mitraclip was replaced and successfully implanted. The procedure was discontinued, the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.